Event description:
The customer reported that she recently went to the emergency room due to a high blood glucose level. Blood glucose level at the time of the emergency room was not provided. The customer confirmed that she was treated and sent home, but not admitted. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.